Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 600 mg/dl. Reportedly, the pump stopped delivering insulin. Bg was addressed with a manual injection and correction boluses. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.